Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review 1148115 rev. B (page 16): before positioning the legs of the stand up lift near the patient, make sure the patient¿s feet are out of the way of the footplate, otherwise injury can occur. (Page 17) lifting the patient- ensure the following: patient's feet are positioned on the footplate.

Event description:
Reporter advised patient was sitting on toilet bowl and when she was being lifted she felt a pain on left thigh and patient did not realize that foot was off of the foot platform. Reporter advised worker that was there also noticed patient foot was off foot platform. Reporter advised due to extreme pain. The patient removed foot from platform and caused left ankle to be fractured. Reporter advised patient went to the emergency room and they determined it was a fracture in left ankle by taking x-rays. Reporter advised patient was sent home with a bandage to immobilize the left ankle. Reporter advised patient has osteoporosis. Reporter advised injury was not due to the lift but due to the reaction of the patient. Reporter advised they are still using the lift. Reporter advised there is no defect with lift no return done at this time. Reporter could not provide any further information. Update from 01/21/2016 added by consumer affairs: caregiver states the patients foot slipped behind the footplate when her foot accidently came off and the nurse didn't notice and kept moving patient causing ankle to bend and fracture. No alleged malfunction in lift, they were simply calling to see if we offer an ankle strap to keep feet on platform. Serial number not available. No return, no further information provided.